Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, he faced a bent cannula three or more hours after insertion (the site location was patient's outer thigh) and this issue occurred couple of times before. Therefore, his blood glucose level was 900 mg/dl at the time of the event which they tried to treat with correction bolus via pump, but on an unknown date, the patient was hospitalized. He had ketone level. Further, the patient replaced the infusion set and the insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.